Event description:
It was reported that the patient presented in clinic for a follow-up, where it was found that their right ventricular (rv) lead was not capturing. Additionally, the rv lead exhibited a varying r-wave amplitude, and it was determined that the rv lead micro-dislodged. The rv lead was repositioned on (B)(6) 2025. The patient was stable.